Event description:
Allergan aesthetics received a report of a patient who was treated on (B)(6) 2020 to the upper lanks and lower abdomen using the cooladvantage plus, coolcurve plus and coolcore applicator. The patient has been diagnosed with paradoxical hyperplasia. The affected tissue is described as very firm, non-tender and smooth. It is larger than pre-treatment and demarcated. Visible enlargement.

Manufacturer narrative:
The following information is in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Manufacturer narrative:
Changed, and/or corrected data: a5 (hispanic or latino) b3 b5 d1 d4 g1 h6.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting to the bra rolls on (B)(6) 2020 using the cooladvantage coolcurve+ system applicators, who developed paradoxical hyperplasia (ph) after treatment.